Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Even if they pull the handle(trigger of the instrument (zipfix application), the implant does not pull. This complaint involves one (1) device applic-instr f/sternal zipfix. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9, e1 h3, h4, h6: part 03.501.080, lot 8640028: manufacturing site: werk hägendorf. Release to warehouse date: october 04, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a service and repair evaluation was completed: the customer reported that even if they pull the handle (trigger) of the zipfix application instrument, the implant does not pull. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. Loc is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the procedure was completed successfully with a three (3) minute surgical delay.